Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced retraction issues.